Event description:
It was reported that the patient had a change in therapeutic effect and became unresponsive. The patient had an episode on (B)(6) 2008 in which they presented to the emergency room (ER) unresponsive with bradycardia, hypothermia, hypotension, and pinpoint pupils. A dye study performed during hospital stay was normal and the symptoms resolved. The patient presented again (B)(6) 2010 to the ER unresponsive and apneic, and again the episode resolved. The neurosurgeon healthcare provider (hcp) suspected a subdural catheter; however the patient's family declined a revision. At that time, the patient was on 830mcg/day of lioresal (2000mcg/mg concentration). The hcp weaned the dose and filled the pump with saline. Following the removal of medication, the patient became "tighter" and the family then opted to re-initiate intrathecal baclofen (itb) pump therapy. A new pump was placed (B)(6) 2012 electively due to an estimated replacement indicator (eri) of 14 months. The catheter was also rep laced as there was no flow of cerebrospinal fluid (csf) intra-operatively. It was later reported that there was not an issue with the catheter itself but with the suspected subdural verses intrathecal location of the catheter. Patient outcome was not provided. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j11492r17, implanted: 2004 (B)(6), explanted: 2012-09-14, product type catheter (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly final analysis of the catheter found acceptable testing. The catheter was returned incomplete in segments.

Manufacturer narrative:
(B)(4).